Event description:
Coil failed to detach.

Manufacturer narrative:
The report from the affiliate indicated that: a pt was undergoing the coiling of a 5mm coronary aneurysm with a 4mm neck. The syringe and coil were intact prior to use; there was no leakage noted from the syringe. The green zone of the pressure gauge, which indicates that the coil can be detached, was never reached and the coil fail to detach. The undetached coil was removed and replaced with an identical one in the same syringe, and the procedure was successfully completed. There was no pt injury. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional info will be submitted within 30 days upon receipt.